Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer was using the incorrect personal profile that was set up to deliver extra insulin. Customer declined troubleshooting with tandem technical support and declined to provide further information.